Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0awze, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient could hardly urinate last tuesday, but by wednesday he couldn't. The patient was currently using a bag now. The patient had tried to increase stim. Up to 6.9 or 7.9 but could not feel stim. The patient had a grand mal seizure 1-2 weeks ago, he fell and ended up in the hospital. The patient has an appointment with hcp (healthcare provider) this wednesday and he would like a manufacturer's representative to be at the appointment. Symptoms reported had sudden onset. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.